Event description:
Smoke was reported as coming form the celldyn sapphire analyzer. The main capacitor on the celldyn sapphire compressor assembly failed and caused the smoke. The smoke was isolated to the compressor assembly. There was no injury reported.

Manufacturer narrative:
Capacitor a field service engineer reported that the main capacitor failed on the cell-dyn sapphire compressor assembly, causing smoke. The smoke was isolated to the cell-dyn sapphire compressor assembly. The cell-dyn sapphire compressor assembly was replaced and the instrument was returned into an operable status. Investigation of the returned cell-dyn sapphire compressor assembly by a subject matter expert (sme) confirmed that the run capacitor opened up, and the plastic housing melted. The cd sapphire compressor assembly wires were inspected for any cuts or breaks and none were found. The movement of the vacuum and pressure pump heads were inspected for binding by turning the fan blades; both sides of the pump moved freely with no binding found. The capacitor was replaced, and the cd sapphire compressor assembly was installed into a cd sapphire instrument. The cd sapphire compressor assembly started up with no issues, run for two (2) hours, and then the power to the compressor was cycled ten (10) times with the compressor restarting properly each time. In conclusion, visual inspection and testing of the cd sapphire compressor assembly showed no reason for the failure of the capacitor other than an internal failure of the run capacitor itself. The risk management file for the cell-dyn sapphire was reviewed and it contains adequate control measures in regards to the reported event. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn sapphire operators manual was reviewed and was found to adequately address the issue. The investigation did not identify a deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.